Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was passed through the endoscope and when they attempted to bow the sphincterotome, the cutting wire did not release the bow after being bowed. Reportedly, there was no visible damage noted with the device. The device was removed and the procedure was completed with a second hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.